Manufacturer narrative:
This is one event for the same pt involving two separate prod.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired two (2) days after. The plaintiff's attorney alleged that the pt's injuries were caused by exposure to naturalyte and/or granuflo prod administered during dialysis treatment.